Manufacturer narrative:
Steri-strip adhesive closures were applied on a patient who had a documented previous allergy to the product.

Event description:
Customer reported she had left thumb carpometacarpal (cmc) joint surgery and two steri-strip adhesive closures were applied following the procedure. Customer stated prior to surgery, she notified health care providers of her allergy to steri-strip closures and it was also documented in her chart. Customer alleged she experienced a severe allergic reaction following application of the steri-strip closures and was initially treated by a dermatologist with benadryl 50mg oral, medrol dosepak, prednisone 30mg and cordran cream. When tapering off the prednisone, the reaction reportedly started to flare back up. An allergist increased the prednisone to 60 mg which was dose tapered and completed 18 days following the initial reaction. Customer contacted the surgery center who reported that a tackifier was also applied to the site.